Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that intermittent motor stalls did occur. The pump was going to be returned to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the patient was receiving intrathecal fentanyl 2000 mcg/ml at 12.8 mcg/day. The pump was read on (B)(6) 2018 prior to the scheduled replacement and the pump was on minimum rate due to motor stall. The event difficulty occurred on (B)(6) 2017. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The pump replacement occurred on (B)(6) 2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of this event was ¿unable to obtain, not available.¿ the patient¿s weight and medical history were ¿asked and would not be made available (legal/confidential reasons)." No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device remained implanted. It was reported that the result of the motor stall had not been determined. It was reported that they were currently looking for a neurosurgeon to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was interrogated and the pump was infusing fentanyl 2000 mcg/ml at 12.8 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient reported an 8476 code on the personal therapy manager and reported to the clinic. It was reported that there were no known environmental, external or patient factors that may have led or contributed to the issue. It was reported that the pump was interrogated at the clinic and had the motor stalled. It was reported that the issue was not resolved at the time of this report. It was reported that surgical intervention did not occur nor had been scheduled, but was planned. It was reported that the patient status at the time of this report was "alive - no injury." There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion, wear and/or lubrication; a stall due to shaft bearing; and overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.